Event description:
It was reported that a single piece corail stem inserter instrument was faulty. Unable to thread into stem implant. Procedure was completed successfully with no delay. There was no patient consequence. Upon visual inspection, a second inserter was bent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (cv0605) provided is not a valid finished goods lot#. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the edges of the connection feature were deformed. Additionally, the summit standard imp. Inserter exhibits an overall worn appearance consistent with normal and constant usage; no other defects were observed. Functional testing was not performed as the reported mating device was not return for evaluation. However, based on the observed condition of the connection feature, it is reasonable to conclude that the device would not be able to assemble properly. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.